Manufacturer narrative:
H3, h6) no parts have been returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that that skiving occurred during an s2 to l3 case. The robot was accurate when inserting screws from l3 to l5. At s2, left, they used the mallet to place the ballast drill guide. Without noticing any issues, they completed the s2 screw insertions as well. After the post-op spin, they found that the s2 screw had skived. They brought in the medtronic navigation and imaging to correct the position of the screw. There was no opinion that the robot was inaccurate since it placed the following s2 right screw perfectly. The delay was about 1 hour and there was no impact to patient's outcome. The issue was confirmed to be resolved on the call. The manufacturer representative believed the skiving may have been caused by hitting the mallet on s2 left ballast too hard. Additional information received indicated the screw trajectory was off between 3.5 and 10 millimeters (mm).